Event description:
Received notification from another country's competent authority, afssaps, that a pt was reported to them with a corneal abscess os with infiltrates and circumlimbal neovascularizaiton. The physician was contacted by our affiliate and reported the abscess was discovered during a "control visit." Lens wear was stopped and antibiotics were prescribed. No additional info is available at this time. Lot info was not provided and the product in question was not returned. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device discarded- unable to follow up. Conclusion: no conclusion can be drawn.